Event description:
It was reported that the patient developed an infection following back surgery; specific details were not provided. The intrathecal catheter was removed, and the hcp tied off the remaining catheter connected to the pump. The pump was then programmed to stopped pump. A critical alarm, confirmed by telemetry was also reported. This was due to stopped pump duration exceeding 48 hours. The hcp indicated that the pump was filled with saline, and programmed to minimum rate. The patient was being referred to another physician for a catheter revision procedure. Specific patient symptoms were not reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.